Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, the report of material presence at the driveline exit site was confirmed through the evaluation of the submitted photographs; however, the source of the material and a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Two samples were returned for evaluation. Both samples appeared to mostly consist of bio debris that was green/brown in color. Microscopic inspection revealed the presence of small fibers of unknown origin within both samples. Additionally, one of the samples had a larger fiber that appeared consistent with hair. Portions of each sample were sent to an external vendor for histological analysis. Per the analysis, the submitted specimens were primarily composed of collagenous connective tissue, eosinophilic fibrillar-like materials, as well as woven fibers of unknown origin. The submitted specimens were consistent with chronic active remodeling of granulation tissue. Elemental analysis of the unknown fibers showed evidence of carbon and oxygen. There was no evidence of gram-positive or gram-negative bacteria. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This chapter cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ this chapter also states to ¿carefully wash hands every time before and after changing the driveline exit site bandages, or whenever the driveline exit site is touched or handled¿. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had material that came from the driveline exit site. The left ventricular assist device (lvad) team thought the material looked like velour from the driveline. The patient had a current driveline infection. The lvad team took sample of specimen and would like to send to abbott for analysis.